Manufacturer narrative:
This event was also reported against the centrimag console in MFR. Report#: 2916596-2019-05019. Section h4: additional information: manufacturer's investigation conclusion: the centrimag motor used during the reported event was not returned for analysis. Per reported information, the motor would not be returned. However, the reported event was confirmed during the investigation of the centrimag 2nd gen primary console (sn: (B)(6) used at the time of the event and the event was determined to have been caused by a primary console related issue. (Reported under MFR# 2916596-2019-05019) the centrimag motor remains in use and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a gen2 primary console is giving an s3 error. The site disconnected everything from the unit and power cycled the console but the error returned and could not be cleared. No additional information was provided.